Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated, an infrarenal aortic extension, a suprarenal aortic extension, and a limb stent graft. On (B)(6) 2015 the patient had a subsequent endovascular procedure to repair a type 1b endoleak, two limb stents were placed in the right iliac artery. On (B)(6) 2017 the patient came in emergently with pain, computed tomography (CT) showed an expanding iliac aneurysm in the left iliac artery. The physician elected to implant a non-endologix device as a left limb extension (medtronic aui). At the completion of the intervention the physician noted a type 3a endoleak between the main body and the non-endologix stent. The patient will be monitored and is scheduled to return for a 30-day CT. It has been reported the patient was in stable condition at the completion of the procedure.

Manufacturer narrative:
Based upon additional information, clinical evaluation identified the following observations: aneurysmal sac growth of the aorta, and rupture of the aorta at 30 months post-op (right retroperitoneal bleeding). Based upon the available information, the root cause of the reported type ib endoleak was likely off-label usage, as the iliac limb anatomy was outside of the treatment range. At the completion of the clinical evaluation, there was no evidence to support the following reported events: pain, type iiia endoleak of the left iliac, third endovascular procedure, and non-endologix stent implantation. The manufacturing lot record evaluation confirmed all devices met specifications prior to release. The device was not returned, therefore, sample evaluation was not completed.